Event description:
Attorney alleges "on or about (B) (6) 2008, (patient) underwent surgery necessitated by defects in his medtronic defibrillator and/or leads. (Patient) died on (B) (6) 2008, as a result of complications stemming from his revision surgery and defects in the defibrillator and/or leads manufactured by medtronic. (Patient) suffered personal injuries, emotional harm, and economic loses after suffering repeated inappropriate shocks from his ICD and ultimately was required to undergo surgery for the removal of the defective sprint fidelis lead. He died shortly thereafter and such death was caused wholly or in part by the defects" in "ICD and/or leads and complications stemming from his lead revision surgery just prior to his death." No allegation from health care professional that death was device related. Cause of death has been researched and not received. Review of manufacturer's database revealed the patient did not have this device or lead implanted at the time of death.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Analysis of the device is in process; the results will be forwarded when available.